Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02552 addresses the other device. It was reported to boston scientific corporation that two rotatable oval snares were used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the snare loop would not extend into the patient's colon when the device handle was actuated. It was reported that snapping was heard and, upon removal of the device, it was noted that the sheath had detached from the handle. The same issue occurred with a second rotatable oval snare, and the procedure was completed successfully with a third. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual evaluation of the returned device revealed that the flare was detached, and the key tube was found outside the dongle assembly. A kink was found on the working length near the device handle. The condition of the returned device rendered functional testing impossible.the complaint that the sheath detached was confirmed; the unit presented with a detached flare. It is likely that manipulation of the device during the procedure caused the working length to kink, resulting in resistance during subsequent attempts to actuate the device handle. This resistance ultimately could cause the flare to detach; therefore, the most probable root cause of the failures identified is operational context.a review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
Exact patient age is unknown but is over 18 years. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02552 addresses the other device. It was reported to boston scientific corporation that two rotatable oval snares were used during a polypectomy procedure performed on (B)(6), 2011. According to the complainant, the snare loop would not extend into the patient's colon when the device handle was actuated. It was reported that snapping was heard and, upon removal of the device, it was noted that the sheath had detached from the handle. The same issue occurred with a second rotatable oval snare, and the procedure was completed successfully with a third. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.